Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage, crack on the casing, buttons unresponsive and an unexplained no-insulin delivery alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884, and mmt-332a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the devices, no product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms or relevant alerts that may have occurred on event date. The adapt tool reveals that no relevant alarms were recorded to confirm complaint code. No alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with keypad overlay texture damage, scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected no delivery alarms or keypad anomalies noted. Unit functioned properly. Unit was noted with cracked keypad overlay at select button during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.